Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation, per the customer is was discarded, a batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 4 of 4. The technical service representative (tsr) advised the home patient (hp) to discard the supplies and complete therapy with manuals. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. He confirmed there were no leaks, disconnections or anything else that may have caused the alarm to occur. The hp advised that he was able to complete therapy with manuals that day. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.